Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h10 (provide narrative/data). Additional information was received via medical records revealing the patient had presented with symptoms of diaphoresis, chest heaviness and dyspnea on exertion (doe) prior to the valve explant. A transthoracic echocardiogram (tte) performed showed mild to moderate paravalvular leak (pvl); however, the severity of the pvl was thought to have been underestimated and possibly more significant. There was no stenosis, and the prosthetic gradient was normal. It was noted that the patient also had significant coronary artery disease (cad) which required a coronary artery bypass graft (CABG). Subsequently, the patient's valve was explanted and a surgical valve was implanted due to the need for a CABG, pvl, and the patient's request to fix the valve.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 8 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the patient's valve was explanted and a surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not returned.